Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1363335. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported by the customer that two bd luer-lok¿ tip syringe contained a small black/grey particle. The following information was provided by the initial reporter: two syringes of the finished compounded product of daptomycin 950mg/19ml nacl ivp each contained a small black/grey particle. Could not determine if it came from the plunger from the daptomycin vial or the stopper on the syringe.